Manufacturer narrative:
The pump passed the displacement test, active current measurement test and sleep current measurement test. Pump failed self-test due to receiving pump error 75 while performing test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 07/16/2024 11:01:32.000. Pump error 49 was found in the history files on 07/16/2024 11:01:03.000. Pump error 68 was found in the history files on 07/16/2024 11:01:03.000. Pump error 75 was found in the history files on 07/16/2024 14:33:33.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within not within spec range due to moisture damage on j6 connector. No alarms or alerts noted during testing, however, pump error 75 was found in the history files or traces. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found physical/moisture damage to the pcba 1, pcba 2, j6 connector and lcd assembly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 23, 49 and 68 were not confirmed. Pump error 75 was confirmed due to moisture damage. Unexpected battery power loss confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49, pump error 75, pump error 23, pump error 68, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. Issue was resolved by replacing the battery. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.